Event description:
The complainant has reported that a patient underwent a therapeutic bgd procedure to perform hemostasis in the stomach. The resolution clip device would not deploy. The device came out of the sheath crooked. Another of the same device was utilized to successfully complete the procedure. There were not reported complications or ill effects sustained to the patient as a result of the deployment issue. The patient condition is noted to be fine.